Event description:
The customer alleged that the unit was losing cidex but was not visible. There were no reports of physical complaints related to the cidex leak. An asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse reported the following: replaced the drain valve and the main pump valve. The fse verified that there was no loss of disinfectant. The fse performed successful wash/disinfect cycle.